Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Upon review of the electrogram (egm), it was found that the oversensing on the right ventricular channel was seen as ventricular fibrillation (vf). Technical services recommended programming options and to make adjustments to rv sensitivity. This rv lead remains in service. Additional information received indicated blanking was adjusted, however the oversensing was seen on the rv lead. An x-ray imaging is recommended to check lead positions. No adverse patient effects were reported. No adverse patient effects were reported.